Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The patient's pediatric diabetes dietitian reported the patient had a skin reaction and asked for a resolution. Date of intervention is unknown. The pediatric diabetes dietitian stated that months ago the patient invested in dexcom therapy, but have since had huge problems with the patient's skin reacting to the sticky tape, so much so they can no longer use it. The reaction was described as horrendous sticky sore skin issues. No further event or patient information was available.